Manufacturer narrative:
(B)(4). Date sent: 9/21/2017. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that after assembling and testing the device the blade broke after the 3rd activation,broken blade was recovered from the patient. There were no patient consequence.

Manufacturer narrative:
(B)(4). Batch # l9115z. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Additional information: this analysis is based on an image sent by the account and is not of the physical instrument. Image 1: the image provided by the account is that if what appears to be an ace instrument. The batch can be seen in the image (l9115z). Image 2: the image provided by the customer is that of the shrouds of an ace36e instrument . In the image, you can see the harmonic blade to be broken and attached to the shroud with tape. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. This evaluation is based on the image and it is limited. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.